Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the severely calcified left anterior descending (lad) artery. The lad was pre-dilated with a 2.5x12mm apex balloon catheter and two additional balloon catheters. A 3.0x20mm stent was then implanted in the proximal lad. A 2.50x12mm promus element plus was then advanced into the mid lad, but was unable to cross due to the severe calcification. The promus element plus delivery system was removed from the patient, at which point it was noted that the stent was missing. Fluoro confirmed the stent remained in the lad. A non device related dissection was also noted in the lad. A balloon pump was inserted into the patient and the patient was taken to surgery. The stent was removed during surgery, the dissection was also treated. The patient remained stable throughout and is fine post surgery.

Event description:
(B)(4). It was further reported that the stent was intended to be implanted in a distal lesion of the lad. The promus element plus was unable to cross the proximal lad. The physician opted to not do anything further and the promus element plus and wire were removed. It was previously reported the stent was found to be dislodged at this point; however, it was further reported that did not occur. The intra aortic balloon pump was inserted into the patient and the patient was scheduled for surgery to treat the distal lesion and previously noted dissection. Post procedure a technician realized the stent was not on the balloon of the stent delivery system. The last image was reviewed and the stent was identified in the proximal lad. The patient was asymptomatic. CABG was performed successfully. Recovery was uneventful and the patient was discharged to home.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the severely calcified left anterior descending (lad) artery. The lad was pre-dilated with a 2.5x12mm apex balloon catheter and two additional balloon catheters. A 3.0x20mm stent was then implanted in the proximal lad. A 2.50x12mm promus element plus was then advanced into the mid lad, but was unable to cross due to the severe calcification. The promus element plus delivery system was removed from the patient, at which point it was noted that the stent was missing. Fluoro confirmed the stent remained in the lad. A non device related dissection was also noted in the lad. A balloon pump was inserted into the patient and the patient was taken to surgery. The stent was removed during surgery, the dissection was also treated. The patient remained stable throughout and is fine post surgery.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis without the stent. A visual and microscopic examination found the balloon to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).